Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure it was found that the ecd peek implant did not expand according to instruction use. This was found during preparation.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation found the cog wheel is blocked in fully compressed position. The teeth are damaged, partly sheared off in expansion direction. We suppose that the cage was initially partly compressed instead of expanded. Note that if the cog wheel is turned further beyond the stop, the mechanism will block completely. By trying to expand the cage afterward there might have been too much resistance and resulted in the damage of the teeth. The manufacturing records were reviewed and no deviation to the specification was found. No product fault could be detected.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system.